Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es result from a single patient sample processed on a vitros eciq immunodiagnostic system. Patient sample 1: vitros troponin I es result of 2.46 ng/ml vs. Re-test results of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported to a clinician and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros tropi es result was obtained from a single patient sample, when processed on the vitros eciq system. The root cause of this event is unknown. There is no indication that a vitros eci system issue occurred at the time of the event, as the pre-service vitros troponin I es precision test was within acceptable guidelines. In addition, the investigation also could not rule out inappropriate pre-analytical sample preparation or unexpected vitros troponin I es reagent performance as additional contributing factors.